Manufacturer narrative:
The customer's cobas liat analyzer (s/n(B)(4)) was requested to be returned for evaluation and repair. From the data inspection, it was identified that several disturbances were observed in the background and baseline levels of the analyzer, with the most significant one identified after aborted run #1440. Optical path of the analyzer is contaminated and false positive results were observed. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update to better identify the thermal sensor errors and a new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves have been launched. The implementation of both the software and the updated script have shown a reduction in the calculated false positive rate. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ catalog number07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test product code qjr, catalog number 09211101190 and UDI. (B)(4). (B)(4).

Event description:
The customer alleged discrepant results generated from a cobas® liat® system (s/n (B)(4)). A customer from (B)(6) alleged that they received potential false positive results for patients¿ samples when tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas® liat® system (s/n (B)(4)). The customer reported that from (B)(6), 2021 run #1442 generated a sars-cov-2 positive, influenza b positive result, run #1609 generated an influenza a positive result, runs #1743 and #1784 both runs generated sars-cov-2 positive, influenza b positive results. The customer reported that all samples were retested on other cobas® liat® systems that generated valid results (retest results were not provided). No patient details were made available. The customer confirmed there was no allegation of harm to the patient. The positive results were not reported out to the patients and/or personnel treating the patients. Four (4) mdrs will be filed one for each sample as per FDA guidance.